Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced diabetic ketoacidosis and she was hospitalized because of it. Customer's blood glucose level was high of 450 mg/dl at the time of incident. Customer was not using auto mode. No further information provided regarding their hospitalization and treatment. Insulin pump will not be returned for analysis.